Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction by the customer, therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). Not enough data is available within the complaint file to identify the root cause for the system error 224 (air in line) alarm that was found in the logs; therefore, the cause was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).